Event description:
It was reported to the boston scientific corporation in 2008, that a push g-tube 20fr/dome was used during a peg placement one day prior. (Female patient; age and weight unknown). According to the complainant, the guidewire would not fit through the peg tube during the procedure. The hole was too small for the guidewire. A pull g-tube 20fr/dome was used to complete the case. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A search of the complaint database revealed that no additional complaints have been reported for this lot.